Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device clinical data file indicated that the device worked correctly based on the algorithms criteria. The analysis program determined that the rhythm was more chaotic than organized and thus flagged both segments as shockable. With 2 segments meeting the criteria for being shockable, the overall result delivered was shock advised. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.